Manufacturer narrative:
The free psa reagent lot was 726169 with an expiration date of 31-oct-2024. The total psa reagent lot was 763034 with an expiration date of 30-apr-2025.

Event description:
The initial reporter questioned the results for 1 patient sample tested for elecsys free psa (free psa) on a cobas e 411 analyzer (disk system). On (B)(6) 2024 the free psa result was 0.491 ng/ml. The elecsys total psa (total psa) result was 0.070 ng/ml. Since the free psa was greater than the total psa result, a new sample was obtained. On (B)(6) 2024 the free psa result from the new sample was 0.465 ng/ml. On (B)(6) 2024 the original sample was repeated with a free psa result of 0.398 ng/ml.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The e411 analyzer serial number was (B)(6). The sample was received for investigation. The customer's observation was reproduced. The sample underwent interference testing. The results generated during the investigation suggest the presence of a seldom psa-isoform that cannot be completely detected by the usage of the standard elecsys total psa assay. Product labeling states: "it is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers." The investigation did not identify a product problem.